Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00049 on 09-oct-2020. Additional information (15-oct-2020): the siemens customer service engineer (cse) performed a follow-up service on the immulite 2000 xpi instrument and replaced the sample manifold. The engineer performed a reproducibility test and noted no issues. Additional information (22-oct-2020): the engineer performed additional inspections including a decontamination and observed a contamination substance in the waste trap and dilution well. The engineer completed maintenances and was informed that waste tube cleaning is part of the customer's scheduled maintenance. Additional information (11-nov-2020): the engineer was following up with the customer and informed that there is no recurrence of the event. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00049 on 09-oct-2020. Siemens filed the first supplemental MDR 2247117-2020-00049_s1 on 13-nov-2020. Additional information (04-dec-2020): siemens investigated the event and confirmed that the following services were performed by the customer service engineer (cse): preventative maintenance (pm), decontamination of the instrument, and replaced the sample and reagent valves and the sample manifold. The cse confirmed that the immulite 2000 xpi was operational post-service visits. Siemens completed the investigation and concluded that the cause of falsely elevated human chorionic gonadotropin (hcg) results is unknown. Siemens cannot rule out pre-analytical factors or a sample issue as the potential cause of the event. The system is performing according to specifications. No further evaluation of the device was required. Section h6 was updated to reflect new adverse event problem codes. MDR 2247117-2020-00062_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the human chorionic gonadotropin (hcg) calibration is valid and in range. The customer informed siemens that hcg samples run in triplicate, and patient results are not reported. A water test was performed and acceptable. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse inspected the immulite 2000 xpi instrument and replaced the sample and reagent valve. A preventive maintenance and decontamination were performed on the instrument, and the cse noted no issues. Siemens is investigating the event.

Event description:
The customer observed a reproducibility issue with the human chorionic gonadotropin (hcg) assay on three patient samples on an immulite 2000 xpi instrument. The results were not reported to the physician(s). The customer used the same samples and instrument to perform repeat testing and informed that repeat results were lower and not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.